Event description:
Boston scientific received information that a repositioning procedure took place of the right ventricular (rv) lead due to increased thresholds. After the lead was repositioned, the physician suspected cardiac tamponade caused by the helix of the rv lead.

Manufacturer narrative:
Additional information received noted that the helix perforated the vessel which in turn resulted in cardiac tamponade. No additional intervention was taken.

Manufacturer narrative:
At this time, the rv lead remains implanted. Should additional information become available, this event will be updated.